Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-calcified circumflex (cx). This 3.00x38mm promus element stent was selected; however, during introduction into the non-bsc guide catheter the stent touched the non-bsc guide wire inside the guide catheter and became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the non-calcified circumflex (cx). This 3.00x38mm promus element stent was selected; however, during introduction into the non-bsc guide catheter the stent touched the non-bsc guide wire inside the guide catheter and became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluation: initial visual examination noted the presence of distal stent strut damage as the profile of some of the distal struts were stretched distally towards the tip of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).